Event description:
The reporter stated that they have an administration set where the cassette is put together upside down which allows the product to fill from the top down instead of the bottom up creating air in line messages. No pt info available.